Manufacturer narrative:
During a recent review of this complaint, it was observed that the g4 date for the mfg follow-up #1 was reported incorrectly. The correct g4 date should have been reported as 20oct2020. Analysis of production records: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not switch on and charge in the power supply. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse observed the power supply charger module was defective, to address the issue the fse replaced the power supply charger module. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not switch on and charge in the power supply. There was no patient involvement, and no adverse event reported.